Event description:
It was reported that during a laparoscopic cholecystectomy, the clip did not come out at all. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed one conforming clip and in the next actuations no clips were fed. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issues. In addition, thirteen clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.